Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not responding. The customer had issues rewinding the insulin pump. Insulin continued to drip after the motor stopped or after letting go of the act button during the manual prime process. Customer's blood glucose level was 120 mg/dl. The device was not returned.